Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the power control printed circuit board (pcb) was defective and in need of replacement. The power control pcb connects and controls charging of the battery modules. Once replaced, the internal leakage test failed. To rectify this issue the nozzle units, pressure transducer pcb's and battery modules were replaced. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. Further testing was performed and the unit showed a restart ventilator message. Our field service engineer then declared the expiratory channel pcb, monitoring pcb, and the gas modules defective and were also replaced which solved the issue. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). No log files have been provided and none of the replaced part have been returned for further investigation. According to the received information, the cause of the issue has been determined and was related to the defective parts. A correction of field # d1 brand name, # d4 version or model # were required. D1 brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).